Event description:
Emergency department rn and tech starting an IV. Had a device malfunction. The catheter of the IV was covering too much of the needle while trying to start an IV. Notice the skin was bunching up and not going in. Pulled the IV out and both of us noted that it was very odd that it would be that difficult to insert. Checking other 22g IV's to insure that this is not a happening to multiple patients. Saved the packaging needle and catheter. The failure of the device caused the pt. To receive multiple needle sticks. Note: we have seen this happen multiple times with the 22g IV. (With (B)(4)).